Manufacturer narrative:
The implant date reflects the date the patient was implanted with the lvad. Approximate age of device - 1 year and 11 months (calculated from the date when the mpu was issued to the patient). Manufacturer's investigation conclusion: no product was returned for evaluation. Review of a submitted log file revealed a no external power event on (B)(6) 2018. The associated voltage levels indicated that the event occurred while the system controller was connected to a mobile power unit (mpu) and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mobile power unit was not returned for evaluation and a specific root cause for the no external power event was not able to be determined. A review of the device history records found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.